Manufacturer narrative:
Device evaluated by manufacturer; visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of dry clear residue on the optic. (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -6.5 diopter, was torn during the loading process and there was no patient contact. The backup lens was implanted. The reporter stated the event occurred when the lens was being pulled into the cartridge tip by the positioning forceps. The reporter was unable to provide any additional information, so the cause is unknown.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).